Manufacturer narrative:
Batch review performed on 13 july 2026 gmk-spherika 02.12.e0611fr gmk-sphere tibial insert e-cross - flex 6r - 11mm (k202022) lot 2346990: (B)(4) items manufactured and released on 15-jan-2024. Expiration date: 19-dec-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 months from the primary, the patient came in presenting instability mid-flexion due to a pcl tear and the cause is unknown. The surgeon revised the insert from 11mm to 17mm insert. The surgery was completed successfully.